Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka), pneumonia, untreated viral infection, and mild heart attack. Patient mentioned that a pod was changed the day before, and patient woke up experiencing hallucination, at 7:30 am patient was brought to the hospital and the blood glucose levels reached 938 mg/dl. While at the hospital they took the pod off of the patient and threw the pod away. Patient was in the hospital for a total of 9 days; 5 days out of the 9 days patient was in intensive care unit and was on life support. Patient was treated with intravenous insulin injections until the date of discharge and was given intravenous antibiotics for the infection as well as morphine and blood thinners. The basal programs was changed a week later after the patient came out of hospital.